Event description:
The doctor noticed that the trailing haptic was bent after the lens was implanted in the patient's eye. He removed and replaced the lens.

Manufacturer narrative:
See mdr1920664-2008-00278 for the delivery device used with this intraocular lens.